Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 2.9b. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No unexpected battery power loss alarm during testing. Pump received with the three heat stake post damage on the battery cap noted.

Event description:
Medtronic received information that unexpected battery power loss, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.